Event description:
It was reported during a colon resection while using a tct75, the device was fired but only advanced half way and could not be advanced any further. It is unknown how the case completed. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: k47a73; cartridge position: loaded; drivers present in cartridge, present/1/2 up; firnig knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staple present? Formed/unformed, in down drivers and swing tab position: locked/unlocke, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: upon receipt of instrument, it was noted that a piece of stapler retainer was broken off inside knife slot of cartridge. Staple retainer likely broke in knife slot when removing retainer. When removing staple retainer, retainer should be lifted straight up and then removed. If retainer is torqued or twisted, it may cause retainer to break. Retainer was removed and instrument was fired with returned cartridge. It fired and formed remaining staples as designed. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.